Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the stomach to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the stent failed to expand. It is unknown if the stent remains implanted or if it was removed. The procedure was completed with another hot axios device. No patient complications were reported as a result of this event. A photo of the device provided by the complainant shows that the stent failed to expand inside the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the stomach to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the stent failed to expand. The procedure was completed with another hot axios device. No patient complications were reported as a result of this event. A photo of the device provided by the complainant shows that the stent failed to expand inside the patient. Additional information received on december 19, 2021. It was reported that the original axios stent remains implanted. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted to treat a gastric outlet obstruction (goo). However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Blocks b5 and d6a have been updated with the additional information received on december 19, 2021. Block h6: medical device problem code a150101 captures the reportable event of stent failure to expand. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: block h6 (device code) has been corrected.